Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2016 stating that they had problems since a fall in (B)(6) and have tried to see their health care provider (hcp) without success. They had another fall the day before report, and they would get little shocks every time they would turn, move, or twist left. Stimulation was turned on when they fell, and they were still getting the shocks. The patient's therapy was not working as expected. A company representative (rep) stated on (B)(6) that they were able to speak to the patient. However, the patient called back on (B)(6) stating that no one had been reached to assist them with the current situation.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain and post lumbar laminectomy syndrome. It was reported that the patient falls a lot and after she had a fall and landed on her hip she was experiencing intermittent shocking. It was noted that occasionally and randomly when the unit is off she experiences shocking that goes down her right leg or in the hip. It was also reported that when she tries to turn off the unit it will not turn off or she will have a residual, very light stimulation or tingle that hangs around. The patient would like to have their ins reprogrammed because their stim was no longer getting to the end of their foot and it was gradually getting worse. Follow up has been conducted to obtain the resolution of the event. If additional information is received a follow up report will be sent.